Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all high results obtained. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 358 and 409mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called and stated that her meter has been giving her high results. Customer also stated that she has to constantly reset the date. Customer states a month ago, her results were about 103mg/dl fasting in the morning. Customer states that her normal fasting results are 100mg/dl-130mg/dl. Customer states she did not want to test today because her results may be high. Customer also states that she may not eat breakfast because it will make her results high. Customer appears to have a mental challenge and expressed difficulty navigating the meter. Customer states she takes metformin twice daily and not on insulin. Customer states she went to the doctor today (routine visit) and was instructed to watch what she eats and continue her medication. Customer states she feels fine but, was told she has to pay a lot to go the emergency.